Event description:
First catheter came out fine. The second catheter was stuck, so dr. (B)(6) tried to remove it with no success. She asked another doctor in her practice to come help remove the catheter (name not disclosed). When he did, he yanked it and it broke. She feels that it is probably stuck in the fascia sutures. Dr. (B)(6) was going to go back in to get the retained piece and save that for return. The other piece was thrown away in the biohazard bin and she is unsure if she will be able to go and retrieve it, but said she will try. Some or all of it will be back in the md office listed above waiting for the return kit -attn dr. (B)(6). Update: dr. (B)(6)'s office indicated that good shepherd has catheter fragment, and is retaining at this time for their investigation. Not being returned.

Manufacturer narrative:
The sample was retained at the facility, but photos were provided. The visual inspection of the photos showed the catheter was stretched to the breaking point. The info provided by the facility indicated that the catheter was stuck, so the physician tried to remove it with no success. The physician asked another physician to help remove the catheter, the physician yanked it and it broke. The physician feels that it was probably stuck in the fascia sutures. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Without additional info on the catheter and/or the incident, no further investigation is possible. If additional info or the sample becomes available in the future, we will re-open this complaint.